Event description:
It was reported that the patient stated that he could feel the reservoir tubing; therefore, a revision surgery was performed to remove and replace the component. The tubing was repositioned to be less superficial. There were no patient complications.

Manufacturer narrative:
Additional information updated: b5: describe event/problem h6 patient and evaluation conclusion codes.

Event description:
It was reported that the patient stated that he could feel the reservoir tubing; therefore, a revision surgery was performed to remove and replace the component. The tubing was repositioned to be less superficial. It was noted that the tubing did not migrate nor was it improperly placed; the patient was very thin, and he did not like being able to feel the tubing. There were no patient complications.